Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed the reported driveline fault alarms; however, a specific cause for this event could not conclusively be determined. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings could be indicative of a potential driveline issue. The submitted log file contained data from 19feb2021 through 23feb2021. Driveline fault alarms were observed throughout the majority of the log file. The driveline fault alarms did not appear to interrupt pump function; the pump operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02nov2016. The heartmate ii lvas instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Driveline repair reported under MFR report number 2916596-2020-04568.

Event description:
It was reported that the patient was in clinic with no audible alarms at home. On interrogation driveline faults were found. The patient had a previous driveline repair and it was known the repair did not fix the issue. The patient was listed for transplant, but was not willing to remain admitted due to condition. The patient already had an ungrounded cable. The log file review displayed multiple driveline fault alarms in phase c. The log file also displayed one low voltage alarm on (B)(6) 2021 while tethered to batteries due to a brief disconnect of external power where the controller operated on ebb (emergency backup battery). The driveline faults did not resolve and the low voltage alarms resolved with a battery change. The patient was asymptomatic with the alarms. The patient was currently at home awaiting transplant. Related manufacturer report number: 2916596-2021-01181.